Event description:
This spontaneous case was reported by a physician and describes the occurrence of device dislocation ("right side essure coil was intact but the left one was no longer present.") And pregnancy with contraceptive device ("pregnancy/ patient became pregnant after 7 years with the device in 2017") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "patient did not follow instructions after device insertion and never came in for a confirmation test". In 2010, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), abdominal pain ("abdominal pain") and urinary tract infection ("urinary infection") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). Essure treatment was ongoing at the time of the report. At the time of the report, the device dislocation, pregnancy with contraceptive device, abdominal pain and urinary tract infection outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as fetal death. The reporter considered abdominal pain, device dislocation, pregnancy with contraceptive device and urinary tract infection to be related to essure. Most recent follow-up information incorporated above includes: on 5-dec-2018: irms received. Reporter's information was received. Date of insertion was added. Added event abdominal pain, pregnancy,right side essure coil was intact but the left one was no longer present. On 5-dec-2018: irms received. Added patient never came in for a confirmation test, urinary infection. Event 'became pregnant after 7 years with the device in 2017' clubbed with 'pregnancy'. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records information become available from our investigation, this will be and other non-conformances data; should any new and reportable provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of device dislocation ("right side essure coil was intact but the left one was no longer present.") And pregnancy with contraceptive device ("pregnacy/ patient became pregnant after 7 years with the device in 2017") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "patient did not follow instructions after device insertion and never came in for a confirmation test". In 2010, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), abdominal pain ("abdominal pain") and urinary tract infection ("urinary infection") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). Essure treatment was ongoing at the time of the report. At the time of the report, the device dislocation, pregnancy with contraceptive device, abdominal pain and urinary tract infection outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as fetal death. The reporter considered abdominal pain, device dislocation, pregnancy with contraceptive device and urinary tract infection to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-apr-2019: quality-safety evaluation of ptc (product technical complaint). Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.